Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis, blood was found in the venous luer adapter. It was also stated that when they checked the device, they found a crack at the end part of the venous luer adapter. The catheter was not repaired, and there was no instrument used to loosen or tighten the device, iodophor was used as the cleaning agent on the device, tego was not utilized, and there were no patient symptoms or complications associated with the event. It was also stated that a new catheter was used to resolve the issue; the treatment was completed. There was a blood loss of less than 5ml. But blood transfusion was not needed. Nothing unusual was observed on the device prior to use, and flushing was performed prior to use with normal result. There were no other products being utilized with the device, and iodophor was used to treat the insertion site prior to product placement. There was no reported patient injury.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that only the blue luer adapter was received, and the blue luer adapter had a crack. Functional testing confirmed the crack in the blue adapter. It was reported that the luer adapter was cracked. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.